Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Immediately upon full deployment the patient went into heart block with junctional escape rhythm in the 30s. Alligator clamps were applied to wire still in place restoring hr to 80. Rv was observed to now be severely dysfunctional and medication was adjusted by anesthesia accordingly. Trace to mild central regurgitation (wire still in place) and no pvl observed. Delivery system (ds) was left in ivc to maintain some stability to actively pacing wire as temporary pacer (jugular) was placed through evoque valve. Once temporary pacer was reliably capturing, ds was fully removed. The jugular pacer was replaced due to lack of a sterile sleeve and infection risk, with a temporary femoral pacer used briefly during the revision. With the patient now in stable rhythm and pressure, staff were prepping to transport patient to ICU. However, during the move to the stretcher for transport, temporary pacer ceased reliable capture and rhythm reverted to hb w/ jer. The patient was returned to the table, and an initial pacer revision attempt without sedation was unsuccessful due to difficulty with the patient awake. The patient was then sedated and reintubated, after which the pacer was successfully revised with restored capture. The decision was made to keep the patient sedated and on the ventilator and move to the ICU. Roughly 3 hours later, the patient became significantly hypoxic with oxygen saturation readings in the 60s. The attending suspected a mucus plug was impairing ventilation and was preparing for bronchoscopy. Before it could be performed, the patient developed ventricular tachycardia progressing to pea arrest. CPR and multiple shocks were administered for 45 minutes without rosc, and the patient expired. A large clot was found in the et tube upon removal. The patient did not have any conduction disturbance before the procedure. Case proceeded relatively smoothly, all anchors showing capture then confirmed at annular hinge points prior to deployment. Final deployment was in the correction location at the level of the annulus with anchors at hinge point. There were no issues with the edwards products observed. Everything operated normally.